Event description:
Additional information received reported that the device system was used to infuse ¿other¿ medication than baclofen, however the actual drug(s) were not reported. The cause of the even was noted as the catheter, it was then noted that it was ¿unknown¿ if the catheter was the cause of the event. It was noted that explant was to occur ¿soon,¿ no date was provided. Signs and symptoms of the event was noted as ¿¿patient did not receive intrathecal meds.¿ no hospitalization was required. Patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s pump was not working. On the day of report, at a refill appointment, the reservoir was expected to contain 2cc of drug, but actually contained 38cc. It was stated that the pump had also contained 38cc the last time as well. Upon looking at the logs, there was nothing significant seen and ¿everything looked great.¿ the device system was used to deliver fentanyl, clonidine, and morphine. Twelve days later, it was reported that the pump had been alarming for the two weeks prior to report. It was stated that a manufacturer representative had disabled the pump, but then it started again after two days and was alarming every hour, on the hour. It was reported that the pump had a defect and the catheter ¿fell off.¿ it was also noted that the patient was on ¿patches¿ again, though no further details were given. On the next day, it was reported that the issue had been resolved, though it was suggested that the reporter was referring to the alarm sounding.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012: product type catheter. (B)(4). Recall: z-1575-2013.